Manufacturer narrative:
This report is being submitted to relay corrected information. The following sections are being reported: b4: 28 oct 2019. G4: 09 oct 2019. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Additional information has been received confirming that the reported device is not a zimmer biomet product.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that implant (tsvtb10) was removed due to peri-implantitis.